Event description:
On (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019 each visit had 4.0cc sculptra l&r zygomatic arches; on (B)(6) 2019 in hosp for uti. Zosyn IV caused extreme swelling and hardness at cheek bones. (Discontinued zosyn); on (B)(6) 2019 another uti. Prescribed bactrim. Again extreme swelling and hardness at cheek bones. (Discontinued bactrim). The swelling and hardness dissipates after approx 4-5 days. (Even affected eyesite). My conclusion is that sculptra creates an adverse effect with some antibiotics. Reason for use: sculptra for face filler. Zosyn and bactrim for infection.